Event description:
An endoscopic articulating long linear cutter 45a was not locking correctly. The tip rotates too easily. A second cutter was opened which worked properly. Device usage problem: device failed.